Event description:
Medtronic received information that upon releasing the clamp from this cannula, body fluid was found to be leaking at the location of the clamp. Minimal body fluid was reportedly lost due to the leak. The cannula was removed and replaced without reported patient complication. Attempts to obtain patient specific information have been unsuccessful.

Manufacturer narrative:
Evaluation results code other= device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection shows 4 separate puncture holes in the cannula body at the pinch point of white tubing clamp. Pressure testing shows all 4 holes are deep enough to cause a leak to atmosphere at < 1 ps. A review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device likely occurred during use, likely related to user interface. A review of complaints has noted no similar events on this product model. No adverse patient effects.